Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a valve in valve transseptal mitral procedure, during valve alignment the physician turned the alignment knob three times and the balloon was pulled too far through the valve (past distal marker).  The physician felt that this should not have happened as this was not a large turn of the adjustment knob.  The decision was made to remove the valve and delivery system from the patient, however during removal of the devices the valve dislodged from the delivery system in the right femoral vein.  A cutdown was performed to remove the valve from the patient. The patient was ultimately able to successfully receive another 26mm sapien valve. Upon inspecting the delivery system on the back table after the procedure, it was noted that the shoulder of the delivery system balloon ¿possibly appeared less prominent than it should have been¿.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The device underwent visual and functional testing. The returned device was visually inspected for any abnormalities. Visual inspection revealed the valve was crushed during explant. The nose tip was observed to be bent (likely from packaging) and the balloon was observed to be unfolded. During functional testing, the device was de-aired and a sample valve was crimped onto it. Valve alignment was then performed in a water bath heated to 37°c. Gross alignment was performed without issues: three rotations of the fine adjust knob did not cause the valve to go past the distal marker. It took approximately half of the fine adjust travel to align the valve between the markers. The valve went past the distal marker and balloon pumpkin after excessive fine adjust was used. No relevant dimensional testing could be performed. The delivery system underwent multiple 100% inspections during manufacturing. The inspections were performed during general specification for s3 balloons, fine adjust knob and locking collet assembly, spring coil installation, balloon pleat, fold and forming, final inspection and functional product verification (pv) testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of history for the lot revealed one other complaint for ¿handle ¿ fine adjust difficulty¿. Review of history for lot revealed no similar complaints for ¿delivery system ¿ valve dislodged from balloon¿. A review of the complaint history from june 2017 to may 2018 revealed other returned complaints for ¿handle ¿ fine adjust difficulty¿ and ¿delivery system ¿ valve dislodged from balloon¿ for the commander delivery system (all models and sizes). No potential manufacturing non-conformances were identified during the investigations. Review of complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the trend category ¿valve dislodged from balloon¿. However, the occurrence rate did exceed the monthly control limit for the trend category ¿fine adjust difficulty¿. The commander delivery system instructions for use, the device preparation manual, the procedural training manual and the supplemental procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Due to lack of relevant imagery, the complaint for ¿handle ¿ fine adjust difficulty¿ was unable to be confirmed. However, the complaint for ¿delivery system ¿ valve dislodged from balloon¿ was confirmed. A review of DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Functional testing of the device revealed that there were no abnormalities with the fine adjust knob. Although moving the valve past the distal alignment marker and balloon pumpkin was able to be replicated, it was achieved after excessive usage of the fine adjust knob (i.e. Full travel used). Per the physician training manual, the fine adjustment wheel should be slowly rotated to prevent positioning the thv past the distal valve alignment marker. It is likely that positioning the valve past the balloon pumpkin resulted valve dislodgement during retrieval. Available information suggests that procedural factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that procedural factors (excessive use of the fine adjust knob) may have contributed to the events. No corrective or preventative action is required at this time. Review of complaint history revealed that the occurrence rate for the trend category ¿fine adjust difficulty¿ did exceed the may 2018 control limit. Although the complaint occurrence rate exceeded the monthly control limit for the ¿fine adjust difficulty¿ trend category; no manufacturing nonconformances were identified in the product evaluation. Additionally, a review of past complaints from may 2018 revealed that no manufacturing nonconformances or IFU / training deficiencies have been identified at this time. Therefore, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.